Manufacturer narrative:
During troubleshooting, preformed by field service technician, the safety system board, the pump control board and the motor control board were replaced and the tolerance of the motor resistor cable was checked fault still persist. The unit is being sent to depot for repair. A supplemental medwatch will be submitted after new information has been received. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
As stated by the field service technician: "upon powering up, pump immediately spins at a high rate, error alarm sounds, unit displays "s-stop"." No patient involvement. (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). On 2018-10-10: during troubleshooting, performed by field service technician, the safety system board, the pump control board and the motor control board were replaced and the tolerance of the motor resistor cable was checked, fault still persist. The unit is being sent to depot for repair. On 2018-10-22/ 2018-10-23: the unit was investigated and repaired at deport. During investigation it has been detected that the pump will not power-up and motor control relay constantly clicks, due to defective motor control board pcb. The defective motor control board has been replaced. Thus the failure could be confirmed. Root cause could be determined as a defective motor control board. This kind of failure has been already investigated. According to investigation by life cycle engineering most probable root cause could be determined as a defective control board or safety-system-board. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Internal reference: (B)(4).